Manufacturer narrative:
The reported complaint of user advisory - ua12 (lifeband not present) error message on the autopulse platform (B)(4) was confirmed during device power on and archive data review. The lifeband switch clip does not closes and the lever not parallel to the switch case. It was determined that the root cause of error ua12 was due to misaligned lifeband switch clip. During visual inspection, no physical damage observed. During archive data review, error message ua12 (lifeband not present) was identified on the date of the reported complaint occurred. Thus, confirming the reported complaints. Initial functional testing could not be performed due to error message ua12 (not at "home" position after power-on/restart) displayed upon ap platform power on. Thus, confirming the reported complaint. To remedy the issue, the switch lever parallel to the switch case was realigned. The ap platform was re-tested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4) .

Manufacturer narrative:
Zoll has received the product for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
As reported, during the first activation of the autopulse platform (sn (B)(4)), the device displayed user advisory - ua 12 (lifeband not present). No patient involvement.